Event description:
The home patient (hp) contacted baxter's technical service center regarding a check your position alarm which occurred on the homechoice during use during fill 1. The hp stated that there were a lot of big air bubbles in the lines. The baxter technical services representative advised to start over with new supplies. Baxter product surveillance contacted the hp on (B)(6) 2011. She stated that after starting over with new supplies, therapy went well. She did not notice anything unusual about her supplies. She had told her nurse about the air in the lines, and there were no adverse effects reported in relation to this event. There was patient involvement, but no medical intervention or injury reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a check your position alarm with air in the lines could not be confirmed. The root cause was undetermined.